Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the upgrade procedure for the device, the superior vena cava pin came out of the existing header without unscrewing the screw. The device was explanted and replaced. No patient complications have been reported as a result of this event.